Event description:
The patient was referred for a battery replacement and then the patient's mother reported that the patient was experiencing breakthrough seizures. Patient underwent generator replacement surgery. The explanted generator was discarded. No other relevant information has been received to date.